Manufacturer narrative:
The pump passed the displacement test however, the pump was unable to prime during the prime/a33 test due to faulty fsr (gold). Unable to perform the occlusion test, basic occlusion test, and excessive no delivery test or verify motor error alarm due to prime/fill anomaly. The motor was tested outside to the device and passed.

Event description:
Customer reported via phone call that insulin pump had motor error alarm. Customer¿s blood glucose at time of incident was 288mg/dl and current blood glucose was 298mg/dl. Customers stated that drive support cap was normal and insulin pump was able to rewind. Insulin pump will be returned for analysis.